Event description:
Reporter indicated that a vns patient had a history of moderate obstructive sleep apnea since at least (B)(6) 2007. The patient uses a c-pap machine for the sleep apnea. The patient recently had vns generator replacement surgery due to end of service. Attempts for further information and return of the explanted generator are in progress.